Event description:
It is reported that the patient went to physicians office because of knee pain. X-rays showed that femoral component had broken. The stem appeared intact and that component broke at the set screw location. As a result, the patient was revised.

Manufacturer narrative:
Information was received fro a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.